Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was abnormal gel additive consistency and gel stretched into the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-dec-2025 investigation summary: bd received 800 samples for investigation. Out of these, 100 returned samples were visually inspected, and no gel defects or additive abnormalities were found. Additionally, 100 retained samples were visually inspected. The review of the device history record identified no issues relating to the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of november 2025; additional testing will be performed. Factors that may contribute to poor barrier separation and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. This complaint has not been confirmed for the indicated failure modes: additive abnormality and sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was abnormal gel additive consistency and gel stretched into the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.